Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the jaws had become misaligned causing the clips to be scissored. However, no jamming issues were noted during analysis. No conclusions could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during lap cholecystectomy while the doctor was firing the ligaclip, it kept getting stuck. No pt consequences were reported.